Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient had headaches and wanted to know when they will go away. The patient stated these headaches started at implant. The patient stated they had notified their hcp about this and they put the patient on something for that and warned it would counteract with morphine and intensify it. The patient stated that next week sometime they would have their pump filled. The patient requested information on what about how much feet the pump will cover for pain. The patient stated their catheter was huge for their body and stated that they wanted their catheter and pump moved. The patient states the catheter was sticking out of their stomach and was pinching between their hip bone and their ribs. The patient stated that they could feel the pressure of the pump on their stomach when they tried to eat. The patient also stated that the pump was sticking above their rib cage on their right side and was causing more pain than it should, and their stomach is in their way of the recovery. The patient requested other options in the body where to place the pump. The patient states the pump was showing through the skin and cannot wear pants and stated that it was just protruding out. The patient stated the pump was above their belly button and stated that it was pinching between leg and hip bone. The patient stated they cannot breath because the pump was putting pressure on their lungand it was a bad lung because it collapsed. The patient mentioned pump and catheter and the manufacturer's patient services specialist (pss) tried to clarify and the patient stated both. The patient mentioned they had a short torso and only weighs 105lbs. The patient stated the device was in the waist and just laying on top of ribs and if they tried to bend over pinches. Pss reviewed considerations for catheter placement. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It as reported that the patient called back to ask questions prior to their revision surgery on the 15th. The patient stated that they were told the pump could cover two areas and the patient wanted to confirm. Pss reviewed device description/function and considerations and redirected to healthcare provider. The patient stated the pump was last refilled not this past wednesday but the wednesday before. The patient stated twice that they were implanted on june 10th and stated 'I split my staples after surgery because it wasn't sealed and I bent over and I opened it an inch - at the edge of where the device was. I took a picture of it. I also had a headache and a spinal leak and I went to ER.' The patient stated they were told it'd take a few days after implant for the saline to flush through after implant before they started receiving the morphine so that friday after implant they started receiving the medication and saturday was 'the first day I'd woken up.' The patient stated they felt great five days after implant and didn't need their oral morphine or oxycodone 'so I was bending' but then suddenly it felt like they didn't have any pain meds and were taking 5-10 pills per day. The patient stated they used to get injections every 2 months but now they're not lasting as long as they used to. The patient re-reported they cannot wear jeans or anything waisted due to location of implant, it looks like they have a tumor sticking out of their body, a seatbelt goes across the implant and the implant hurts their ribs. The patient stated hcp is going to relocate pump from the right of their belly button to a 'gaping indent' where they took tissue in their left hip to use for their left hip replacement. Pss sent physician listings mail request as requested by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.